Event description:
A report was received that the patient was experiencing difficulty charging their ipg. After multiple attempts to troubleshoot, it was determined that the patient is obese and the ipg to charger orientation is not optimal. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was experiencing difficulty charging their ipg. After multiple attempts to troubleshoot, it was determined that the patient is obese and the ipg to charger orientation is not optimal. The patient will undergo a pocket revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg pocket revision as the ipg was backwards. The patient is doing well and receiving adequate coverage.